Event description:
It was reported that the pt lost stimulation after a fall. The implantable pulse generator (ipg) was tested with a physician programmer and multiple pt controllers, but could not communicate. A physician recharge was performed and repeated with no communication. The ipg was replaced on (B)(6) 2011, and during the procedure, the lead was checked and returned normal values. The previous program was re-created and stimulation resumed. It was reported that there was no pt injury and the pt recovered without sequela. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).